Event description:
It was reported that during a prostate procedure forward firing from the fiber tip was noted; cautery knife was used to treat patient. Patient condition: "stable". No injury reported. No further information was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, after 161,670 joules and 24:23 minutes of use, forward firing from the fiber tip was noted. The bleeding area's cautery and hemostasis were conducted by "turts". The fiber tip was cleaned during the procedure. The patient did not require additional treatment due to this incident. Patient post procedure condition was ¿good¿.